Event description:
It was reported that during the procedure, the scope's image was blurry and cloudy as the scope was inside the leg. The procedure was converted to open leg because the surgeon did not have a back-up scope. The pt was doing fine. No further pt complication reported by the hospital.

Manufacturer narrative:
The initial visual inspection shows scratches on the tube shaft and the optic was compromised. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received form scholly fiberoptics.